Manufacturer narrative:
(B)(4). Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject airvo 2 was received by fisher & paykel healthcare (f&p) in new zealand where it was inspected by a trained f&p employee. The device was performance tested. Our investigation is based on the information provided by the healthcare facility, our evaluation of the subject device, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the subject airvo 2 revealed no signs of impact damage. However, visible marks were observed on the subject device mains inlet socket, confirming the reported event. Inspection of the subject power cord revealed that there was an open circuit. The subject airvo 2 was powered on using a good power cord, and the airvo 2 device operated as intended. Conclusion: we are unable to determine the exact cause of the reported event. However, based on previous investigations it is possible the damage to the internal wiring of the power cord may be caused by excessive bending force. Excessive bending force can cause the internal wiring to detach from the crimp, leading to a potential arcing (spark). All f&p airvo 2 humidifiers undergo inspection during the production. The reported airvo 2 device would have met the required specification at the time of production. Our user instructions which accompany the pt101 airvo 2 humidifier state the following: avoid unnecessary removal of the power cord from the rear of the device. Avoid pulling on the power cord. Appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in united kingdom reported that a pt101 airvo 2 humidifier generated a spark at the subject device mains inlet socket during patient use. There were no reported patient consequences.

Event description:
A healthcare facility in united kingdom reported that a pt101 airvo 2 humidifier generated a spark during patient use. There were no reported patient consequences. Further information regarding the reported event, including the sequence of events, was requested from the healthcare facility.

Manufacturer narrative:
(B)(4). The subject device is no longer in use by the healthcare facility. Fisher & paykel (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.